Manufacturer narrative:
(B)(4). D11: femoral head sterile product do not resterilize 12/14 taper, 00801803203, ln 61661894 shell porous with cluster holes 50 mm, pn 00620205022, ln 61753554 liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells, pn 00631005032, ln 61639292, bone scr 6.5x30 self-tap, pn 00625006530, ln 61639292. MDR: 0002648920-2019-00424, 0001822565-2019-02137-1 and 0001822565-2019-02138-1. This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, pn unknown, ln unknown; unknown cup, pn unknown, ln unknown; unknown liner, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02118; 0001822565-2019-02137; 0001822565-2019-02138. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient¿s legal counsel reported patient underwent right total hip arthroplasty. Subsequently, patient experienced an unspecified complication; however, no revision has been reported at this time. No further information is available.